Event description:
Pt admitted for dizzy spells. Noted to have episodes of no output on his pulse generator. He would have an atrial and ventricular spike which did not capture, and the no output. After monitoring pt for several hours afterward, it was found there was no further pacemaker failure. There was no explanation as to why there was no output. Chest x-rays reveals no fracture or lead displacement. Telemetry reveals no output with pauses >4secs.